Event description:
The needle failed to retract when the button was pushed and the nurse received a needle stick injury. Blood borne pathogen testing was completed on both nurse & source patient.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the unit. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.